Event description:
Clinical study. It was reported that during a coronary artery stenting treatment procedure, balloon withdrawal resistance occured. The lesion being treated was a 3.5mm; 95% stenosed; mildly calcified, mildly tortuous; 24mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation using a 3.0x20mm maverick balloon. The physician then successfully placed a 3.50x28mm taxus liberte' study stent. There was moderate balloon withdrawal resistance. This was resolved with deep intubation with catheter guide to remove. There were no further complications. The physician also placed a liberte' bare metal stent in the proximal right coronary artery. The patient was discharged 3 days later on plavix and aspirin.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Product unavailable for analysis.